Manufacturer narrative:
The customer reported that the patients that were unable to be monitored were moved to another central until the issue could be resolved. Spacelabs technical support attempted to work with the customer to resolve the failure, however was unable to resolve the issue over the phone so it was escalated to internal biomed team. In a follow up call with the customer, it was confirmed the issue was resolved, however details were unavailable. Cause of failure could not be determined. Note regarding b4, UDI field: only the gtin information for the reported device was provided as the serial number was not available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central displays malfunctioned. The customer reported that the malfunction prevented the monitoring of several patients. There was no patient or user harm associated with this event.